Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapies (dianeal_1.5% pd2_solution for peritoneal dialysis_bag, pvc and dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The patient was treated with vancomycin injection 2gm- ip (frequency not reported), fortum injection 1gm- ip- once daily.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.